Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2010 at 7am. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. In response to the reported product issue, the patient indicated he continued with his usual dose of medication in (B)(6) 2010 (time not known). As a result of the alleged power issue, the patient claimed he developed symptoms of thirst, frequent urination, he felt anxious, and he had irritation at genital area 15 hours later. The patient, however, denied receiving any treatment after the reported meter issue began. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per owner's booklet recommendation, the patient was using the correct test strips, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.